Event description:
It was reported that froze on wire was encountered. The 80% stenosed target lesion was located in mildly tortuous and mildly calcified mid left anterior descending artery. A 20mm x 2.50mm nc quantum apex was advanced for dilatation and inflated to 20 atmospheres for 20 seconds. However, following dilatation, the device became stuck on a 180 cm non-boston scientific guidewire. The physician tried to pull hard on the balloon from the wire. Both devices were removed from the patient as one unit. It was noted that the balloon was fully deflated prior to removal and was removed from the patient intact. The procedure was completed with another of same device. There were no patient complications reported.